Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002, device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. The following information was requested, but unavailable: what does "...the suture was not smooth..." Mean? Please provide additional details about this statement. It means the suture is rough and fraying. Were there patient consequences? If yes, please explain. Please refer to the event description, other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During the procedure, it was found that the suture was not smooth and easy to break when suturing the wound. Which affected the suture. Replaced the suture. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6 additional h3 investigation summary: the product was returned to ethicon for evaluation. One winding former with four needle suture combinations, one detached needle and two needle suture pieces were received for analysis. The product code vcp772d is a multi-strand suture containing eight strands per packet. During the visual inspections of the samples, the swage and attachment area were noted to be as expected. The sutures were examined, and they exhibited a rough texture along the strands. Additionally, the ends of the two suture pieces were noted to be cut probably by a surgical instrument. As the suture is absorbable and the duration of exposure of the suture in the environment could not be determined, the functional test could not be performed. Based on the information available, rough suture was identified in two sutures during the investigation of the samples received. This product issue will be addressed through the quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.